Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that after successfully delivering 5 shocks with external paddles, the users attempted to deliver a shock via defibrillator pads but were unable to do so. There was no report of patient harm nor what the outcome was for the patient. There is no information that the users were unable to switch back to the external paddles to deliver therapy. Philips has requested additional information.

Event description:
It was reported to philips that after successfully delivering 5 shocks with external paddles, the users attempted to deliver a shock via defibrillator pads but were unable to do so. The patient involved was reported to have not experienced harm or an adverse patient impact. A good faith effort was made to obtain patient characteristics and the patient's outcome but no further information was provided. There is no information that the users were unable to switch back to the external paddles to deliver therapy.